Event description:
Medtronic nim vital nerve monitoring system. This is the new medtronic nerve integrity monitor used intraoperatively. Medtronic has been the leader in the field for my entire career, culminating in the nim-response 3.0. Recently, medronic discontinued the nim 3.0, replacing it with the nim vital. Medtronic will no longer service the nim 3.0. I am a neurosurgeon specializing in vestibular schwannoma surgery. Facial nerve monitoring is necessary for these operations due to involvement of the tumor with facial nerves. In fact, I have the largest practice in the USA. The new device, nim vital, is terrible. Despite the fact that it cleared the FDA, its is dangerous and inadequate. I know that I am not the only one in the field who has had this experience. I will encourage other surgeons to similarly report to the FDA. After attempting to use the nim vital, we went back to the nim 3.0. But I am worried about the day that our machines will break. We have had no harm events, but other neurosurgeons with whom I have communicated have.